Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, restart test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and sensor and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and the display screen went blank immediately after. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.